Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. Other UDI: (B)(4) lot number unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Concomitant part: cannulated 2.5mm hexagonal screwdriver (part number 314.29, lot number unknown, quantity one). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads peeled off a 4.0mm cannulated screw upon insertion into a medial malleolus (open reduction internal fixation) on (B)(6) 2017. Two other cannulated screws of the same size were used during the procedure. There was a less than five-minute surgical delay. Fragments were generated however no fragments were left behind confirmed via routine x-rays. No additional x-rays required. The procedure was completed successfully with the patient in stable condition. It was noted by the surgeon that the patient had hard bone. This complaint involves one part. Concomitant part: cannulated 2.5mm hexagonal screwdriver (part number 314.29, lot number unknown, quantity one). This report is 1 of 1 for (B)(6).